Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen PICC. The customer reports "the PICC broke off half way down."

Manufacturer narrative:
The actual device involved in the incident was returned for evaluation. An investigation is currently underway; upon completion , the results will be forwarded.